Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/14/2016, that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed that it had detached and was inside the packaging. The attempted sensor insertion was at the upper buttocks. No additional event or patient information is available. It was reported that the sensor was inserted into the upper buttocks. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is missing from the sensor pod and seal carrier. The customer's complaint of a missing sensor wire was confirmed. A root cause could not be determined.